Manufacturer narrative:
A device history record review was performed. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The returned product was investigated at the laboratory of the manufacturer with the following results: it was determined that the tyvek cover of the hls tray was damaged at two opposite places with a length of approx. 7mm. Additionally two dents were detected a few centimeter away from these damages. The bottom of the intellipack tray itself was also dented,;no damages were detected at the sides of the tray. After further examination of the inlay and the velcro straps it was confirmed that one velcro strap slipped into the hollow of intellipack inlay ip1 (701045551). In addition, the bonding of the inlay, which supports the entire product, also loosened, so that the inlay was movable a few millimeters in the depth axis. Thus the reported failure could be confirmed. The most probable cause of the reported failure could be a damage during transport. A higher force must have acted on the intellipack tray, this could have been triggered, for example, by a fall, as the tray was clearly dented on the underside. Ultimately, this caused the hls module to become mobile within the packaging and most likely punctured the tyvek (primary sterile barrier) with the retaining lugs of the so2 connector (blood inlet connector), which are designed to hold the cardiohelp probe. Maquet cardiopulmonary has already triggered a corrective action to prevent such packaging damage in the future. The corrective action is addressed in CAPA-17-12-001. When the event occurred, the product was not used for patient treatment. The product was directly involved in the event. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
Customer received a hls set with a hole in the packaging, compromising sterility. New hls set was opened. (B)(4).